Event description:
Complainant stated that two canisters imploded during routine testing of vacuum pumps that are located on code carts. Canister was original equipment supplied with pump. There was no patient involvement and no injury to technician.

Manufacturer narrative:
Probable cause of failure is uv embrittlement of plastic. Product was made in 2006, which is prior to implementation of expiration date (which occurred in 2007).